Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 26-jun-2017, the fse replaced the liquid sense ground cable. The customer ran controls verified the results. Analyzer operation was verified. The most probable cause of the reported event was a liquid level sensor failure.

Event description:
On (B)(6) 2017, a customer reported error 2011 air detected (sample) on their aia-360 analyzer. The error started approximately a week prior to tosoh's notification. On (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting for pth and prl patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.